Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a not cycling device due to the device not pumping, secondary to fluid loss in the system. The device was explanted and replaced. There were no patient complications.